Event description:
Boston scientific received information that this product, which was a replacement device after a previous infection, may need to be removed as well in the near future due to a persisting infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that over 5 months after the initial observation of a persisting infection, this device and lead were fully explanted due to the ongoing condition. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.